Manufacturer narrative:
Insulin pump received in a critical alarm pump error 24 notification screen loop at boot-up due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test or verify pump error 23 alarm due to pump error 24 alarm loop. The pump was received with scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that hardware part was damaged in insulin pump. Blood glucose was unknown. The insulin pump will be returned for analysis.